Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this device reported hearing beeping tones. It was discovered that this device and another manufacture's left ventricular (lv) lead displayed pacing impedances of greater than 2000 ohms. The patient was seen for a revision procedure where the lead was tested via the pacing system analyzer (psa) with normal resulting impedances. When the lead was re-inserted into the device, high pacing impedances were seen again. At that time, the decision was made to explant the device. The device was returned for analysis. There were no additional adverse patient effects reported.